Event description:
Customer reported that the insulin pump had absence of no delivery alarm. Customer stated that he had a heart surgery in september of 2013 and has noticed since then that his blood glucose has been irregular and the insulin pump does not alarm and does not vibrate either. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.